Manufacturer narrative:
Manufacturers investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the iliac artery. The 8x80mm absolute pro stent delivery system was advanced to the lesion. After the stent was partially deployed, it would not deploy further. The thumbslide was able to spin, but the stent would not deploy further, so the complete device, including the stent was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another stent of the same model was used to complete the procedure.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed as the stent was previously deployed outside the anatomy. The reported mechanical jam was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the mildly calcified, mildly tortuous and 90% stenosed anatomy prevented the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. Interaction with the anatomy and/or manipulation of the device in attempts to deploy the stent likely resulted in the noted multiple device damages which likely contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: return device analysis revealed that the stent implant was deployed and not returned. Follow-up with the account confirmed that the stent was deployed outside the patient after removal.